Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. Upon visual examination, it was noted that the bag was cut toward the bottom and several pieces were received in a plastic bag. The plunger and metal ring advanced and retracted properly. Product analysis suggests the product was used in a surgical procedure. Replication of the reported condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the surgeon put the kidney into the pouch and pulled it with strong force because the specimen was large. The pouch then broke and fell into the patient cavity. They attempted to retrieve all of the fallen pieces.